Manufacturer narrative:
The customer reported they could not get fluid to flow past the drip chamber, and returned one used sample of material unknown, lot unknown. The customer reported the material was 2278-0500, but the sample returned was a different material #. Upon initial visual examination, the set had no defects or abnormalities. The set was setup to infuse water by gravity, and the complaint of occlusion at the drip chamber was verified. The drip chamber appeared to have a defect where the hole into the tubing was completely covered by plastic. A device history record review was not performed as the lot number is "unknown" for this complaint. The root cause for the issue could not be determined. However, the supplier of the drip chamber component was notified of the failure for their quality records.

Event description:
It was reported that bd alaris pump infusion set was occluded. The following information was received by the initial reporter with the following verbatim: it was reported by customer that rn spiked platelets and they would not prime past the chamber. Another rn attempted with no luck as well. Wasted 5-10mls of platelets and they had the same issue again with the same ref #. Blood tubing would not prime past the chamber, had to waste approx. 10mls of platelets.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.